Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to stroke. It was reported that the patient was at a regular scheduled refill and it was noticed by the hcp that the pump was flipped and the refill was unable to be completed. The hcp lowered the patient's dose and prescribed oral baclofen. An x-ray was taken to confirm that the pump was flipped in the pocket. The representative contacted the surgeons office to schedule the patient for a pump revision to flip the pump back and secure if needed. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.